Event description:
The dentist reported the locator abutment had fractured. The rest of the screw was removed through oral surgery.

Manufacturer narrative:
Upon visual inspection, the locator abutment (loa003 certain® locator® abutment 4.1mm(d) x 3mm(h)) was fractured at approximately the 1st thread. The rounded portion that retains the over-denture is in new condition. The device history record review was performed and no non-conformances were found. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. A definitive root cause has not been determined. (B)(4).